Manufacturer narrative:
During investigation for unrelated complaints, there were 43 additional failures found.

Manufacturer narrative:
Follow up #3 26-apr-2018 device evaluation: in q1 2018, there was 1 instance of a damaged display found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 143 allegations of a malfunction, 61 pumps were returned to animas and investigated. Of the investigated pumps, 44 were found to be malfunctioning due to a damaged display lens and cracked display. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 143 malfunction events. A review of the events indicated that the one touch ping model pump experienced a damaged display issue. These reports were received from various sources. The patients associated with this allegation ranged from 5-72 years of age and between 16 and 261 pounds. Of the reported patients, 71 were male, 72 were female, and 0 were unknown.

Manufacturer narrative:
Device evaluation: in quarter 3 of 2018, there were 4 instances of a damaged display failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Follow-up #2: date of submission 30-jan-2018 - device evaluation: in q4 2017, there were 7 instances of damaged failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.